Event description:
The reporter called and said the device result was 31mg/dl when testing her husband's blood glucose. A repeat test was performed and the same device result was then 113mg/dl. The user did not seek medical treatment. The device was replaced and requested to be returned for eval.